Manufacturer narrative:
The device has been received, however an investigation has not yet been completed. When the investigation is complete, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Cloud - locked down/smartphone phone_control_ios cloud - omnipod 5 software app version 2.1.0 cloud - operating system 18.6 cloud - hardware iphone12.1 cloud - cgm sensor type g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient stated when activating the pod, they felt a needle poke and it looked like the cannula was inserted into the skin. When the patient removed the pod, it was discovered that the pink slide did not move forward. As treatment, a new pod was applied.

Manufacturer narrative:
The device was received deployed. The data shows the device completed both the first and second priming sequences and delivered 656 pulses, including multiple boluses. No timeouts or drive stalls were seen in the download data. No damages or defects were found that would result in a needle mechanism failure.